Event description:
It was reported that the catheter was found disconnected at the level of the proximal extension line, "between the screwing part and the tube." There was no consequence for the pt, but risk of air embolism or bleeding or worse consequences. The outcome of the pt is "fine".

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.